Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump was switching from screen to screen the night before, then got a button error alarm, and currently has a blank display. The caller mentioned while changing the battery the device was acting weird and continued beeping. The customer put back the battery and it was frozen as well the buttons were stuck. The customer experienced high blood glucose because the device was alarming while sleeping and it was not delivering insulin. The blood glucose at time of call was 386mg/dl. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No display ramping on its own or blank display anomalies noted. The device passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. A cracked battery tube threads, scratched lcd window and missing end cap sticker noted during visual inspection.